Event description:
Event description boston scientific received information that this pacemaker's current battery status is just above its elective replacement indicator (eri). The device was implanted in june, 2003, and the gas gauge states that there is less than 0.5 years remaining. The device is currently pacing at 72 ppm, and at 84% in the right atrium and 100% in the right ventricle. The atrial lead impedance is 520 ohms and the threshold is 2.5 volts at 0.5 ms. Ventricular lead impedance is 360 ohms and the threshold is 3.5 volts at 0.5 ms. Previous programmed parameters are unknown. This device is part of the insignia failure mode 1 population. A longevity calculation estimated the device longevity at 4.9 years based on the current programmed parameters, suggesting possible premature battery depletion. No adverse patient effects were reported.